Manufacturer narrative:
The device is available for evaluation, but it has not been received yet.

Event description:
The customer reported that a plum set was infusing atezolumab at a rate of 596ml/hr, 298 mls in the IV bag to be infused over 30 minutes in total. The patient noticed that her leg was slightly wet and therefore moved the filter to the arm of the chair. After continued infusion, she noticed a small drop coming from the circle part of the filter. This occurred on day 8 of therapy. There was patient involvement but no unprotected chemotherapy exposure. The medical personnel covered the filter and infused the remainder of the drug for the last 14 minutes.

Manufacturer narrative:
Date returned to mfg: 7/8/2019. One used and one unused set was received with the complaint of leaking from the filter during infusion. It was visually inspected and the inlet filter on the used set appeared to be wetted out with prior infusate solution. The new set was leak tested and a leak was discovered from the outlet filter vent while the inlet filter vent did not leak. The used set was leak tested and no leaks were detected anywhere along the fluid path. The reported complaint can be confirmed for the returned, new list # 140099290 set. The probable cause of the leak was due to a hole in the filter vent material. Testing revealed that the leakage was typical of electrostatic discharge damage to the filter vent. The source of the electrostatic discharge build up is not known. The lot review was performed with no issues noted.